Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction; attach one-way valve, vacuum the balloon inside of the tray and remove the balloon straightly with grasping it closely and removing it from the tray. Promptly, after the iab was prepped and removed from the tray, the md attempted to insert the iab into the sheath which had been already inserted in the patient's left femoral artery. However, the balloon catheter became stuck in the middle of the sheath. As a result, the md removed the iab and the sheath as one unit. The md then inserted another sheath into the patient's right femoral artery and the second 40cc iab was prepped and inserted without complications. There was no reported patient complication or injury. It was noted that the patient did not have severely tortuous vessels.